Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a spontaneous discharge of dark blood (approximately 5 ml) originating about 1-1.5 inches lateral to their left subclavicular ins over the course of about 20 minutes. This discharge did not come from the suture location or the ins location. The location was not painful and had no other discharge other than blood. The hcp was notified of the event on the same day and in response, the patient was brought for an evaluation in the clinic. This consisted of a brief exam and ultrasound the following day. During the exam, a small pinpoint scar on their skin (approximately 2-3 cm lateral to the later edge of the subclaviular implant) from where the discharge occurred. There was no signs of erythema, warmth, fluctuance, or palpable fluid collection. Additionally, the patient had no fever, malaise, chills, or tenderness. The ultrasound exam demonstrated a small cyst (less than 0.5 cm deep) with no lateral tracking to the leads or ins pockets and no clear nearby vein or artery. The patient has been recommended follow-up with infectious disease and was scheduled for an evaluation. The patient was placed on conservative antibiotic regime and scheduled for routine follow-up with infectious disease. The patient has showed no signs of infection throughout their time checking in with infectious disease.